Event description:
It was reported that allegedly a pt developed a rectal ulceration while using the device. It was reported that the indwelling cuff of the device had been overinflated contrary to the indications for use which may have caused or contributed to the event.